Event description:
It was reported that the customer was hospitalized with low bgs. The troubleshooting revealed the first basal rate had been inadvertently programmed at 1.0 instead of the required 0.1. Explained the impact of incorrect programming.